Event description:
It was reported that the patient reported to the clinic after experiencing a syncopal episode. Upon interrogation several noise episodes were noted. Noise was reproduced with pocket manipulation. Externalized conductors and lead to can abrasions were observed. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead measuring 21.3cm from the connector pin was returned for analysis. External insulation abrasion was found at 16.7cm to 18.6cm from the connector pin, consistent with lead friction to the ICD can. The ptfe liner on the inner coil was abraded. This could have contributed to the observation of noise from the field. The etfe coating was intact at the same location. The continuity of the returned partial lead tested normally.